Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bd vacutainer® sst¿ ii advance sst blood collection tubes, the customer noticed fifty (50) tubes had no product label. No patient impact reported.

Event description:
It was reported that before using bd vacutainer® sst¿ ii advance sst blood collection tubes, the customer noticed fifty (50) tubes had no product label. No patient impact reported.

Manufacturer narrative:
Investigation summary bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for missing label was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of missing label was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of missing label based on the photo analysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.